Event description:
A literature article comparing one-year outcomes of aveir atrial leadess pacemakers versus transvenous pacing for sinus node dysfunction notes product problems of dislodgement post-operation and unspecified device malfunctiom and adverse events of cardiac effusion, cardiac perforation, arrhythmia, thrombosis, embolism, unspecified infection, pericarditis, hematoma, device-related stenosis, pain due to cardiac device, reinterventions related to removal and replacement, and all-cause mortality.